Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A product experience report was received on date (B)(6) 2017 due to noise. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).